Event description:
Additional information received: the error was detected before the examination during set up. No patient was harmed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is cracked, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image was not displayed because of the twisted cable unit. Water tightness was lost because of the cracked cable unit. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during lab or demonstration. The camera head displayed no image, but test image is ok. There were no reports of patient harm.

Manufacturer narrative:
E1.: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.